Manufacturer narrative:
As received, the device was returned for analysis. Visual inspection revealed no anomalies. Analysis of the device image revealed ¿telemetry logical channel open, authentication failure¿ from telemetry interruption, which resulted in backup operation of the device. The cause of the telemetry interruption is consistent with anomalies associated with device upgrade procedure and not device related. Electrical testing revealed normal device characteristics with battery voltage near beginning of life (bol).

Event description:
During a cybersecurity update on a non-implanted device, the device entered backup vvi mode. The device could not be reprogrammed and the update was not successfully completed. No patient was involved.